Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure scope communication error was confirmed and noise was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e228 (endoscope malfunction) error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event scope communication error, e228 endoscope malfunction error was cause due to leakage in the scope connector, and the probable root cause was likely due to component failure. Since the reported malfunction noise was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had scope communication error, noise occur. The event had occurred during inspection for use. There were no reports of patient involvement.